Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the video system center exhibited error e226 (error-scope communication error) using in-house camera head. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Since the phenomenon only occurs in combination with ch-s200 camera head model, it is assumed that the indicated phenomenon occurred due to a failure of the unit communicating with the ch-s200 camera head model. Based on the results of the investigation, the definitive root cause of the e226 output problem error code could not be determined. The instructions for use and labeling of the product were checked, and there were no abnormalities leading to indication phenomenon. Olympus will continue to monitor field performance for this device.